Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to patient reportedly experiencing extreme stimulation with device use. The patient was re-implanted with a new cochlear device during the same surgery.